Event description:
Ous MDR - (B)(6) 2013 the patient went to a hospital complaining of weakness. An ECG was done noting av-block third degree with an intrinsic rate of 45 bpm. There were not any artifacts noted which are typical for pacemaker therapy. All attempts of performing telemetry were unsuccessful. A revision procedure was performed the same day. Intraoperative testing of the implanted leads didn't show any problems. All parameters of the leads were within normal limits.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. First, the pacemaker analysis a visual inspection was performed, revealing scratches on the pacemaker housing. These were considered to be normal and expected most likely due to the explantation procedure. Next, the device was subjected to an electrical incoming inspection. The inspection confirmed the clinical observation. The device was neither interrogatable nor was any output signal present. Therefore, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies and the battery was found to be sufficiently charged. Several attempts to reset the pacemaker were unsuccessful. During the further course of the analysis, a hardware reset was performed by disconnecting the battery from the electronic module. Subsequently the electronic module was attached to an external power supply. An interrogation of the device was properly feasible and the device was capable to deliver antibradycardia therapy. The current consumption was as expected. The battery was sent to the manufacturer for further thorough analysis. Analysis of the battery the manufacturing records were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement indicated that the battery was still sufficiently charged to provide appropriate therapy functionality. Further long-term tests were initiated revealing no anomalies. In summary, the clinical observation was confirmed during analysis. Despite thorough analysis the root cause for the clinical observation was not determinable. After a hardware reset, the device proved to be fully functional. However, it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation.